Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00718. It was reported that the patient was not getting effective therapy. In turn, the leads were repositioned on (B)(6) 2019. Therapy was re-established post-op.